Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient stated that he obtained a result of "138 mg/dl" using the subject meter compared to results of "91 and 98 mg/dl" obtained using an ER/hospital device. The results were all taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient stated that he took his usual dose of medication (including sliding scale) on (B)(6) 2015 at 8:00am in response to the alleged inaccuracy. The patient claimed that he developed the symptoms of " blurry vision, shaky and sweaty" 2 months before the alleged inaccuracy began (date/time not provided). The patient stated that he received hcp treatment of insulin (unknown type and dose) at e.r. On (B)(6) 2015 at approximately 3:00am. The patient stated that the results from the ER/hospital device were obtained on (B)(6) 2015 at approximately 3:00am. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient stated that he received hcp treatment of insulin at ER after the alleged product issue began.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips have been further evaluated by product analysis. Although performance testing with blood did not confirm the reported issue, the retain test strips were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Manufacturer narrative:
Followup#1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.